Event description:
As reported, the unused plug of a 6f exoseal vascular closure device (vcd) came out of the body on its own. Hemostasis was achieved by manual compression. There was no reported patient injury. The user was trained on the device. The device was stored and prepared per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The deployment button was fully depressed and flush against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.